Event description:
It was reported that the patient presented with several episodes of palpitation. The patient felt like it was ventricular tachycardia palpitations that were associated with dizziness and lightheadedness. On arrival to emergency trauma care, an electrocardiogram revealed atrial paced rhythm at 105 bpm. Bedside interrogation revealed no events: no ventricular tachycardia or atrial tachyarrhythmias on vad interrogation. There were no alarms and no power surges. The patient received new biventricular implantable cardioverter defibrillator (ICD) settings.

Manufacturer narrative:
Section d4: lot number previously reported was incorrect. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The account communicated that the patient presented with several episodes of palpitation which felt to be to be ventricular tachycardia palpitations that were associated with dizziness and lightheadedness. On arrival to emergency trauma care, an electrocardiogram (EKG) revealed an atrial paced rhythm at 105 bpm. Bedside interrogation revealed no ventricular tachycardia or atrial tachyarrhythmias on vad interrogation. The patient received new biventricular implantable cardioverter-defibrillator (ICD) settings. According to the account, the event resolved on (B)(6) 2018. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 31mar2016. The heartmate ii lvas IFU is currently available. This IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.